Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. The other cables at the wrist were undamaged. Failure analysis also observed that one grip was bent, causing side-to-side misalignment of the grips. There was a .030 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument wires were noted to be frayed at the tip of the instrument during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.